Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1-b1 b3 b4 b6 cubie pockets/device was not detected on the communication bus. The field service engineer (fse) found that row b was not detected on the bus after several reboots. Fse turned the station off and reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1. - (B)(6).

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, main drawer 2.1-b1 b3 b4 b6 cubie pockets/device was not detected on the communication bus. The customer reported that the malfunction occurred while user was trying to issue medication. There were no adverse events or injuries reported based on this incident.